Event description:
It was reported that the device was used during an esophagojejunostomy. The device was fired without incidence. The surgeon checked the staple line and noticed a leak. The surgeon hand sutured to complete the case. Next day post op the pt developed an anastomotic leak and was returned to surgery. The surgeon repaired the staple line without incidence.